Event description:
This patient who initially had a penile prosthesis placed because of erectile dysfunction due to multiple sclerosis sixteen years ago ultimately had a total replacement. This was followed by an erosion of a cylinder into the urethra and then followed by an aneurysmal dilation by replacement cylinder with the present status of having a multicomponent inflatable prosthesis with a single cylinder only in the right corporal body. The pump in the right scrotum ultimately eroded through the skin and was quite visible.